Event description:
Complainant alleged that medics were monitoring the heart rhythm of a female pt the device was attached to the pt via ECG cables. The cables were removed while putting the pt into the vehicle, and when the pt was re-attached, the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.